Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged/worn) and some components of the instrument were not returned for review. Spring was fractured and a piece was not returned. Diameter of returned part of spring was confirmed to be conforming to specification. A review of the device manufacturing records confirmed no abnormalities or deviations. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while using the slap hammer during surgery, the claw tensioner spring snapped. Nothing fell in the patient and there was no harm to the patient. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. There is no additional information available.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.